Event description:
It was reported the ipg was moving in the pocket causing discomfort to the patient. Surgical intervention took place on (B)(6) 2019 where the physician relocated the ipg pocket site and sutured the ipg in place, which addressed the issue.